Manufacturer narrative:
Correction to g.3: aware date of supplemental medwatch#1. Aware date should have been listed as 7/11/2024. Photo analysis: isual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV. Device was explanted.